Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger was not properly charging his battery packs. The patient received a replacement battery charger and a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger will not charge battery) has been confirmed. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. Device evaluation of battery pack sn (B)(4) was confirmed. The reported problem (won't power up a test monitor) was confirmed. Upon investigation the battery pack would not recharge and was unable to power up a test monitor. A root cause analysis is currently underway at the battery supplier. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event occurred due to the defective battery charger and defective battery pack. The last patient to use this battery charger did not report any problems. Battery charger / modem sn (B)(4). Battery pack sn (B)(4), manufactured 12/2011.